Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use; the cardiosave intra-aortic balloon pump (iabp) unit's battery bay # 1 was not recognizing any battery. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found saline contamination on the power slot interface board and throughout the chassis battery bay tray. Defective board was removed. All saline residue was cleaned up throughout the system. A new power slot interface pcba was installed. All battery operational checks passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received assy, unshielded pwr slot bd interface with a reported unit failure of battery slot 1 not charging and saline damage. The fat performed a visual inspection and observed white residue on the part which is consistent with saline. Due to the damage and the risk associated to the cardiosave test fixture, fat cannot install and test the board. Cannot verify the reported issue of the battery not charging. Fat was able to verify the reported issue of the saline spill. Retaining the part in the failure analysis and testing department per procedure.